Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR report: 1627487-2016-01239. It was reported the patient was experiencing autoreducing of her scs system. The patient stated she was unable to increase her stimulation to desired level. Follow up identified a system diagnostics showed one lead was exhibiting high impedances on multiple contacts. Reprogramming of the patient's scs system did not resolve the issue. X-ray showed one lead had migrated. Additional follow up identified the patient underwent surgical intervention and both her scs leads were explanted and replaced.